Event description:
In 2003 pt had right total knee replacement tourniquet pressure 350. Time on 0906. Time off 1124. Post-operatively. Right lower exremity motley. Cool and no pulses - foot warmed with heat lights but still no pulses. Pt - transferred to medical center to a vascular surgeon for eval and intervention.